Event description:
The manufacturer received information alleging a ventilator shuts down randomly. There was no harm or injury reported. During the evaluation of the device at a third party service center, the device failed a step during testing. The device's sensor board needs replaced to address the issue.

Manufacturer narrative:
It was initially reported, during the evaluation of the device at a third party service center, the device failed a step during testing. The device's sensor board needs replaced to address the issue. The system board needs replaced, not the sensor board.

Manufacturer narrative:
It was initially reported, during the evaluation of the device at a third party service center, the device failed a step during testing. The device's sensor board needs replaced to address the issue. The system board needs replaced, not the sensor board. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's machine flow sensor was replaced due to contamination.